Event description:
Customer reported via phone, the insulin pump has been alarming motor error and she has been try to resolve the issue but the device keeps prompting her to rewind the device and alarms. Customer is able to rewind the device and reconnect and then it alarms. Customer's blood glucose was 239 mg/dl. Alarm is occurring during bolus. Troubleshooting was performed. The device was not recently dropped prior to the alarm occurring but it was dropped about two months ago. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, and displacement test. No motor error alarmed noted during testing. The device was unable to prime during prime test due to faulty force sensor resistor. The motor passed the motor test. The device had cracked battery tube threads, reservoir tube lip, belt clip slot, and minor scratches on the display window.